Event description:
Reportedly after device was implanted, patient noticed (possible) autoimmune reactions. The reason for the reactions is unknown. A vegetation of the leaflets was detected. Patient was treated with antibiotics. Vegetation disappeared subsequently.

Manufacturer narrative:
Vegetation was found. Though the device is still implanted, it showed vegetation. Device not returned.